Event description:
The hospital reported that during preparation for a saphenous vein harvesting procedure, the "o-ring" (distal ring) of the vaso view uniport plus detached. The report indicated that there was no patient involvement. No patient complications were reported.